Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device history record review was completed for provided material number 304000 and lot number 210403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture alone, a product related defect could not be identified. To further investigate this incident, retained samples of the same lot number were obtained. The retained samples were assembled with a caverject syringe provided by the customer in the past. The needles were positioned onto the syringe with a slightly rotational movement and none of the samples displayed any signs of defect. All of the retained samples fit perfectly, and no leakage was observed. Based on the investigation results, an exact cause related to the needle manufacturing process could not be determined for this incident. It is possible that this incident resulted from a defectivity in the connection of the needle and/or syringe or due to an insufficient adjustment between the devices by the end user. Based on our preventive measures in place, we believe the probability of this incident resulting from a defective or damaged needle product is very low. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported by the customer that the bd microlance¿ 3 needle detached and leaked out. The following information was provided by the initial reporter, translated from french to english "cannula detached from the syringe during injection and the liquid leaked out.s"